Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation of the device and the report of suspected thrombus cannot be conclusively determined. The submitted log file contained data spanning from 2/5/2019 at 06:50:07 to 2/21/2019 at 10:20:49, per the timestamp. Throughout the log file the device operated as intended at the fixed speed without issue. The patient remains ongoing on the device. The heartmate ii lvas IFU lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 7 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was admitted to the hospital and had a CT due to persistent cough showing questionable cannula thrombus. On admission, the patient had a high plasma free hemoglobin, but was unremarkable. The manufacturer's technical service representative reviewed the log file and did not observe events that would indicate cannula thrombus. Echocardiogram was performed on (B)(6) 2019 showing no clot and the lvad parameter was left unchanged. Right heart catheterization was performed on (B)(6) 2019 showing no acute abnormality. The patient had a stable ldh on (B)(6) 2019. The clinician team believed that the initial plasma free hemoglobin was likely an anomaly as both was rechecked on (B)(6) 2019 which were within normal limit.